Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was firing pear shaped clips and the jaws were sticking. Another device was used to complete the case with no patient consequence.